Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. A new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred and an altitude alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 300-400 mg/dl.